Manufacturer narrative:
Please see field h11 for correction details. Manufacturer¿s reference number: (B)(4) on (B)(6) 2020, mentor became aware that procedure type revision breast augmentation was reported under section b5 in the initial submission. The procedure type was revision reconstruction breast surgery.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Patient's cell phone number: (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
This event is associated with the (B)(6) study, participant (B)(6). It was reported that a (B)(6)-year-old caucasian female patient underwent revision breast augmentation with 450cc mentor memorygel breast implant and experienced capsular contracture; baker grade iii on the left side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.